Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
The patients wife reported that her husband had a heart attack and the device did not fire. It was also stated that the device was checked one month prior to the heart attack. No further information is available.